Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 120 mcg/ml for a total dose of 29.97 mcg/day and bupivacaine 2.5 mg/ml for a total dose of 0.6244 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient called in and complained of redness at the wound site. The following day the patient came in to have their wound checked and there appeared to be a possible infection. The patient reported a script for antibiotics was written and medication was administered on (B)(6) 2015. The outcome of the event resolved without sequelae on (B)(6) 2015. The clinical diagnosis was redness at the pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2015. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was treated as if there was an infection with antibiotics. After the antibiotic treatment the redness subsided and healed well.